Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. A ge healthcare service representative replaced the faulty power switch to resolve the reported issue.

Event description:
A ge healthcare service representative performed a checkout of the system and found that the unit would reset when cap above power switch is flicked. There was no report of patient involvement.